Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of report the customer had not addressed the elevated bg, but planned to addressed the elevated bg by a correction injection via manual insulin therapy. Technical support instructed the customer to perform several steps to resolve the occlusion, including disconnecting tubing, tightening connections, and delivering boluses. The customer was advised to replace supplies and resume insulin.